Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that two sensors got stuck in the serter and therefore broke. Blood glucose value is unknown. The product would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and found both sensor needles separated from the sensor base. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used. Also checked cannulas for broken or missing parts and none were found.